Event description:
Home pt (hp) contacted baxter's technical service center regarding a low drain alarm. In speaking with the hp, the operational service rep (osr) was informed that hp was having pain in shoulders. Hp did confirm that homechoice set had primed completely, and that there were no leaks. Hp's homechoice is programmed to perform an initial drain at the beginning of treatment. "Osr" instructed hp to discontinue current treatment and to complete therapy with manual exchanges. Hp does use a 12 foot drain line extension during treatments. Hp's nurse told hp she suspected hp to have been infused with air. No medical intervention was associated with this incident per hp.